Event description:
The insulin pump was returned with unknown reason. The device will be received for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests due to motor error alarm. Insulin pump had minor scratched lcd window.